Event description:
The device involved in this report was interrogated while still in its sterile box. An error message was displayed upon the attempts to access the follow-up data dedicated areas of the device memory.

Manufacturer narrative:
(B) (4). Evaluation: since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: there is no anomaly in programmer's and device's operations. Statistics and (B) (4) were not accessible because they were not initialized, as specified.